Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-mar-2024.

Manufacturer narrative:
Device evaluation: the 1 x zebd-7-7 zimmon biliary stent set of lot number c2020015 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4)- incorrect size wire guide used with replacement device. The device related to this occurrence underwent a laboratory evaluation on 06/oct/2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files. On evaluation it was noted that stent, introducer and pigtail straightener returned. Kink observed on the 2nd and 5th portholes of the tapered end pigtail curl of stent. Slight kink observed on the 3rd porthole of the tapered end pigtail curl. 0.035 inch wire guide does not pass the kinks. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18): states: "care must be exercised when straightening pigtail curls using positioning sleeve to avoid kinking or breaking stent". It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (ifu0045) states the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent¿ it also says, ¿visually inspect with particular attention to kinks, bends and breaks¿. ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. As the device did not make contact with the wire guide this complaint is not deemed user error. There is no evidence to suggest that the customer did not follow the packaging insert or the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. Confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: stent kinked. Confirmed quantity of 1 device, reported prior to use. Investigation findings conclude a possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. The complaint confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. The stent did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was to be used in the bile duct at the ercp examination. The stent kinked when being straightened with the straightener during preparation prior to contact with a wire guide ((B)(6)). The procedure was completed by replacing the product with zebd-7-10 (lot#: unknown). The same wire guide (olympus / visiglide2 0.025 (g-260-2545a)) was used for the replacement device ((B)(6)). No adverse effect on the patient has been reported. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact please see the description of event. 2 what was the target location for the stent? Bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored on shelves in a cool, dark operation room. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus / visiglide2 0.025 (g-260-2545a). 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Unknown. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? Unknown. 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No. 12 was resistance encountered when advancing the stent through the obstructed area? No. 13 after placement, was stent position verified? N/a. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.